Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4). No motor error alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. The customer stated that they were unable to clear the alarm and able to rewind the insulin pump. The customer was assisted with troubleshooting. The customer was reported that the drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.